Event description:
The nurse reported that on approximately in late 2008, the patient's transfer set had separated from the ultrabag connector. The patient was diagnosed with peritonitis in early 2009 due to symptoms of cloudy effluent and abdominal pain but was not hospitalized. The organism identified through effluent analysis was methicillin resistant staphylococcus epidermidis. The patient was treated with vancomycin for twenty two days from the same day (1 gram per week intraperitoneal) and has recovered from the infection. The transfer set was replaced after the separation and was discarded. The cassette was also discarded at the time of the separation.